Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the vessel sealer extend instrument would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.